Event description:
It was reported that when the surgeon was drilling his tibial pegs, the drill broke. A backup available and used to complete the surgery. The surgery was not delayed. No pieces were left in the patient.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: component code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h4; h6; h11 visual evaluation of the photographs provided identified a fractured tibial peg drill bit. Visual examination of the returned product identified signs of use (scuffs, scratches, striations) and confirming the drill is fractured. Dimensional analysis results are within specification. Sem analysis showed that the device fracture surface exhibit river lines and hinge artifacts on opposite sides suggesting that the device possibly fractured due to reverse bending overload the device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.